Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name -(B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 had failed and it was found that the retractor band had sustained physical damage. A field service engineer replaced the retractor band to resolve the issue, and the drawer began functioning properly. The customer was asked to log in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.